Manufacturer narrative:
The customer stated that the initial result triggered a "carry over" alarm. Based on the information provided, the investigation determined that the event was consistent with the customer's failure to follow the assay's instructions for use. Per product labeling, "all initially reactive or borderline samples should be retested in duplicate using the elecsys hbsag ii." The investigation did not identify a general reagent issue.

Manufacturer narrative:
The complete e1 initial reporter establishment name is: (B)(6) hospital. The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable reactive elecsys hbsag ii result from the cobas e 801 analytical unit for one patient. The initial result was 1.06 coi, and the repeat result was 0.48 coi. The customer believes the result of 0.48 coi is correct. The initial result triggered an alarm on the analyzer.